Event description:
On 01/24/2000. The manufacturer (MFR.) Was informed by the distributor's sales representative that a customer experienced a problem with the device; however, customer did not have all the details on hand. On 01/24/2000, the MFR.'s rep contacted the facility's or buyer and was informed of the following: the device catheter sheared. As a result, the device was explanted in 2000, and replaced. The facility's or buyer did not have all the details (i.e., lot#, implant date/physician, explant physician, catheter route etc.). A blank proudct complaint report (pcr) form was faxed to customer for completion. On 01/31/2000, the pcr form was faxed to the MFR. And stated the following: explanted device-broken catheter. No further details were provided.